Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: d11: concomitant med products and therapy dates: it was previously stated that the battery handpiece device, quick coupling for k-wire device and quick coupling for drill bits device produced excessive heat. Upon subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that the quick coupling for drill bits device and quick coupling for k-wire device did not produce excessive heat and there was no allegation of malfunction against theses device. The battery handpiece device remains reportable for producing excessive heat.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D11: concomitant med products and therapy dates: quick coupling device x 2, 1/1/2024. E1: the initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
Report 3 of 3 for (B)(4). It was reported from portugal that the battery handpiece device, quick coupling for k-wire device and quick coupling for drill bits device produced excessive heat. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition device produced excessive heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly, worn seal corrosion/rusting/pitting and would not run. It was further determined that the device failed pretest for check for mechanical free moving and check general function of device. The assignable root cause was determined to be traced to maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.